Manufacturer narrative:
Cerner distributed a flash notification on 16 march, 2022 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's connect nursing ®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium connect nursing®. The issue involves cerner millennium connect nursing and affects users that utilize modernized connect nursing on an android device to administer medication to, collect specimens from or associate devices to a patient. The issue occurs after a patient is scanned or selected (patient a) and the device enters sleep mode or loses connectivity while the review screen is displayed. When a user wakes the device to return to the app, they are redirected to the patient list. If the user then scans or selects a different patient (patient b) and accesses medication administration, specimen collections, or device association, the activities or orders for patient a are displayed inappropriately. Patient care could be adversely affected, if the user administers a medication to, collects a specimen from, or associates a device to the incorrect patient. When this issue occurs, a medication that was ordered for patient a may be incorrectly administered to patient b and the administration is documented on the chart of patient a. Additionally, patient care may be affected if a collection ordered for patient a is collected from patient b. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification on (B)(6) 2022 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's connect nursing ®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium connect nursing®. The issue involves cerner millennium connect nursing and affects users that utilize modernized connect nursing on an android device to administer medication to, collect specimens from or associate devices to a patient. The issue occurs after a patient is scanned or selected (patient a) and the device enters sleep mode or loses connectivity while the review screen is displayed. When a user wakes the device to return to the app, they are redirected to the patient list. If the user then scans or selects a different patient (patient b) and accesses medication administration, specimen collections, or device association, the activities or orders for patient a are displayed inappropriately. Patient care could be adversely affected, if the user administers a medication to, collects a specimen from, or associates a device to the incorrect patient. When this issue occurs, a medication that was ordered for patient a may be incorrectly administered to patient b and the administration is documented on the chart of patient a. Additionally, patient care may be affected if a collection ordered for patient a is collected from patient b. Cerner has not received communication on any adverse patient events as a result of this issue.